Manufacturer narrative:
Additional information received indicates that the device was stored in the lab according to the instructions for use (IFU). There were no visible signs of device/package damage prior to use. There were no anomalies noted when the device was taken out of the package. The device was not resterilized. The device was pulled from the packaging by the hub and there were anomalies noted at this time. The device was prepped according to instructions for use (IFU). The integrity of the sterile pouch was compromised. The damaged was noted after it had been received and stored in the lab prior to using. There was no kinks/bends noted on the devices prior to use. There was no unusual force used at any time during the procedure. The product was not used in patient. As reported, the packaging of diagnostic guidewire (.035 fc j3mm 150cm tef) has been opened before used. There was no reported patient injury. The device was stored in the lab according to the instructions for use (IFU). There were no visible signs of device/package damage prior to use. There were no anomalies noted when the device was taken out of the package. The device was not resterilized. The device was pulled from the packaging by the hub and there were anomalies noted at this time. The device was prepped according to instructions for use (IFU). The integrity of the sterile pouch was compromised. The damaged was noted after it had been received and stored in the lab prior to using. There was no kinks/bends noted on the devices prior to use. There was no unusual force used at any time during the procedure. The product was not used in patient. A non-sterile guidewire of dgw .035 fc j3mm 150cm tef product was received coiled inside a plastic bag. The original packaging of the reported product was not returned for analysis. Per visual analysis, no damages/anomalies were observed on the received unit. Lake region medical did review the device history records relative to the packaging of the above mentioned lot 35232620. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported ¿packaging/pouch/box- compromised sterility - seal open¿ could not be confirmed through analysis of the returned device since the packaging was not received. The exact cause of the reported failure could not be conclusively determined. Based on the limited information available for review, handling factors of the device by other users while in storage may have contributed to the open seal noted by the customer prior to the procedure. As caution in the instructions for use, which is not intended as a mitigation, ¿do not use if package is open or damaged. Guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for signs of damage. Do not use a guidewire that shows signs of damage.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot (35232620) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the packaging of the diagnostic guidewire (.035 fc j3mm 150cm tef) has been opened before used. There was no reported patient injury. The products will be returned for analysis.